Event description:
Reported seven infusion set tubings separating. She stated that on one occsion, son was at school on 5/15/06 and felt that his blood glucose level elevated when he noticed that the infusion set tubing separated from the luer lock connection. She indicated that patient experienced elevated blood glucose >500 mg/dl, which he treated by replacing the infusion set and administering a bolus. Mother did not report patient experiencing any symptoms related to the elevated blood glucose. Medical assistance was not necessary. Product being returned for evaluation.